Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The gain calibration was found to be incorrect. The system was calibrated and checkout was passed. Fdm b01, fdr c09, fdc d02 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that there was an image artifact. The procedure was delayed by less than one hour and there was no impact on patient outcome.